Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for symptomatic bradycardia. It was also reported that the patient was in atrial arrhythmia at that time with functional undersensing of atrial signals noted. Patient was admitted and it was indicated after implantable pulse generator (ipg) interrogation that there were numerous atrial episodes with the longest one of seven minutes duration. These episodes were noted on occasion to result in elevated ventricular rates in excess of 100 beats per minute. Patient was noted to be in atrial tachycardia or atrial fibrillation nearly 20% of the time. It was noted that the patient's ipg had atrial therapies disabled about nine months previous due the occurrence of rapid ventricular response. There were no changes made during this event and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.